Event description:
The hosp reported that during the coronary artery bypass procedure, the first heartstring seal did not deploy out of the delivery tube. The second seal did not unfold inside the aorta. A clamp was used to complete the procedure. No other pt complications were reported. This report is for the first seal that did not deploy and a subsequent seal was used to attempt complication of the procedure.